Event description:
A malfunction alarm was reported, specifically an altitude alarm 21. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was scheduled for replacement by customer technical support as a resolution.